Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead 's helix failed to retract during an implant procedure. Stylet also failed to advance through the lead. Lead was exchanged for another. Patient had no consequences as a result of the event.